Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The maquet servo-I ventilator had been in use on the patient for seven (7) days prior to this event. During the monthly backup generator, under load testing, the ventilator shut down as if it had lost power. The backup batteries in the ventilator did not keep the unit operational. The respiratory therapist was at the bedside when the incident occurred. The respiratory therapist immediately removed the patient from the ventilator and manually ventilated the patient until a replacement ventilator was obtained. Manufacturer response (as per reporter) for ventilator, servo-ithe local service engineer is evaluating the unit at this time.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.